Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2008. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the vvi65 pacing mode engaged upon the device reaching eri (elective replacement indicator) caused pacemaker syndrome, with the patient noted to be in chf (congestive heart failure). The device was explanted and replaced. No patient complications have been reported as a result of this event.